Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to fluid loss. During same procedure, a lgx ipp was implanted but had to be removed because it was found to be too long. No adverse patient effects. Additional information was received. Labeling was correct and there were no inaccurate measures given by the tools.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to fluid loss. During same procedure, a lgx ipp was implanted but had to be removed because it was found to be too long. No adverse patient effects. Additional information was received. Labeling was correct and there were no inaccurate measures given by the tools.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested; the cylinders performed within specifications. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. Based on the results of this investigation, no escalation is required.